Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
Customer reported 4 dual PICC that had a wire crimp in two places. It was a hard PICC to place and they competed with ij and pacer wires. Placer had a lot of tension trying to thread and pull back the wire. She had to open up a new kit to be successful dropping the PICC line. Additional information received 16 august 2023: event did not involve an urgent/life threatening medical situation. This report addresses the first device.

Manufacturer narrative:
Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed but the root cause could not be determined. One 3cg tls stylet with its extension tubing and plastic spike were returned for evaluation. An initial visual observation revealed the stylet to be pulled about halfway through the septum of the extension tubing. One bend was observed at the distal tip of the stylet at the coating, and a second bend was observed just proximal of the septum. Because it is unknown what difficulties were experienced during the placement of the device, the complaint of a bent stylet is confirmed but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. Evaluation findings are in section h11.

Event description:
Customer reported 4 dual PICC that had a wire crimp in two places. It was a hard PICC to place and they competed with ij and pacer wires. Placer had a lot of tension trying to thread and pull back the wire. She had to open up a new kit to be successful dropping the PICC line. Additional information received 16 august 2023: event did not involve an urgent/life threatening medical situation. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. During initial intake of the reported complaint, it appeared that 4 events occurred and 4 medwatch reports were submitted. After additional file review it was determined that the 4 mentioned in the event description was the french size of the catheter and not the quantity of occurrences; only 1 event occurred. This medwatch report will address that event.

Event description:
Customer reported 4 dual PICC that had a wire crimp in two places. It was a hard PICC to place and they competed with ij and pacer wires. Placer had a lot of tension trying to thread and pull back the wire. She had to open up a new kit to be successful dropping the PICC line. Additional information received 16 august 2023: event did not involve an urgent/life threatening medical situation.